Manufacturer narrative:
It was reported that a ''sheared catheter was noted on removal and the patient and surgeon were informed. The patient immediately was referred to neurosurgery and a CT scan obtained". No additional information was provided regarding the patient condition. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter broke in patient.